Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. However, the insulin pump alarmed motor error during occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that there was a call for paramedics due to a low blood glucose of 21 mg/dl. The insulin pump had shown the blood glucose to be at 217 mg/dl. The paramedics treated the customer with an IV and a shot. The blood glucose reading at the time of the call was 100 mg/dl. The customer reported that he had been in a couple of bicycle wrecks and that the insulin pump had a crack on the battery compartment. The customer reported that the drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.